Event description:
The following information was provided by the initial reporter: material # 515629, batch # unknown. Verbatim: the customer just implemented optima, they are using our brand new device connect and go. The connecting set c83-o disconnected between the junction that needs to be luer locked together, resulting in a chemo spill. The techs were reminded to tighten that connection, nurses are reminded to check their connections. They stated in our meeting wednesday 5/27 that it has occurred at least 6 times. Additional information: could you please provide the lot and material number of the product that c83-o is connected. Material number 515629. I don¿t have a lot number, nor does the customer. What kind of chemo drug was used? A table 1 chemotherpay, they don¿t remember which drug. If pump was being used, kindly provide the rate of infusion. It was on an alaris primary pump set, but the leak occurred before it was put into the pump and before the infusion ever started. Have you replaced the defective connecting set c83-o and successfully completed the medication procedure? They re-made the dose with a new c83-o connecting set and the medication was successfully infused.

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.